Manufacturer narrative:
Medtronic received additional information that the aortic bioprosthetic valve was explanted and replaced due to central regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this aortic bioprosthetic valve, the surgeon performed an intraoperative ultrasound and found that the valve had "a reverse flow phenomenon". Subsequently the valve was explanted and replaced with a valve of the same size and model. No additional adverse patient effects were reported.